Manufacturer narrative:
(B)(6). (B)(4). Product analysis :visually confirmed a portion of the instrument tip has been broken off, and a portion of the tip is missing from the tip. Optical examination of the fracture identified an angulated fracture with directional riverlines. Additionally, the bone screw head thread was found to be undamaged, suggesting a possible lack of engagement, which could allow misalignment and result in bend stress overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. The above findings are consistent with overload.

Event description:
It was reported that, intra-op, while doctor was screwing screw into patient, the instrument snapped inside the patient. Surgeon tried to remove as much metal from the patient as possible but it was reported that it was not all removed. Product came in contact with the patient. Fragments of the instrument remained in the patient. Patient complications were unknown.